Event description:
A pasv PICC was placed for therapeutic purposes. When patient arrived in ER, the PICC was intact. When the nurse later checked the patient, the PICC line was broken. She described the patient as a quite restless. A forcep was clamped over the remaining line and subsequently removed over a wire and replaced.